Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group. Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that an error code was displayed on all of the sensor modules on the control desk for the sorin s3 console during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that an error code was displayed on all of the sensor modules on the control desk for the sorin s3 console during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an error code was displayed on all of the sensor modules on the control desk for the sorin s3 console during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. All connections, modules and the ups system batteries were checked and no issues were found. A complete s3 console soak test was performed for 3 hours and not faults were observed. As the reported issue could not be reproduced, a root cause was not determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group deutschland will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.